Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), fallopian tube perforation ("migration of essure device: location of device: perforated fallopian tubes/ perforation (fallopian tube)"), device dislocation ("malposition of essure device"), embedded device ("the nodule is a silver-colored metallic coil, adjacent to the cornu") and hypoparathyroidism ("hypoparathyroidism") in a 41-year-old female patient who had essure (batch no. 626214) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was on same day of insertion/ ablation" on (B)(6) 2008. The patient's past medical history included multigravida, parity 3 (23-nov-1993, 09-jun-1996 and 04-aug-1998.), depression in 2000, multiple fractures, hypercalcemia, anemia, attention deficit/hyperactivity disorder, vision abnormal, fever, carpal tunnel syndrome, skin lesion, dysfunctional uterine bleeding, haematoma, hand pain, edema and rotator cuff tendinitis. Patient denies focal numbness, focal weakness, or urinary incontinence. Previously administered products included for pain: ibuprofen; for an unreported indication: prozac, wellbutrin and cogentin. Concurrent conditions included body mass index normal, menorrhagia, adenomyosis, back pain, myalgia, osteopenia, tennis elbow, photophobia, leukocytosis, muscle weakness, blurred vision, insomnia, alcohol use and smoker. Family history included anxiety, depression, alcoholism, alzheimer's disease, hypertension and alcohol abuse. Concomitant products included oral contraceptive nos for birth control as well as anaesthetics (anesthesia), colecalciferol (vitamin d), diclofenac (voltaren), duloxetine hydrochloride (cymbalta), duloxetine since 2000, ibuprofen (advil), ibuprofen (motrin), methylphenidate hydrochloride (ritalin), multivitamins, obetrol (adderall) since 2010, oxycodone, paroxetine, paroxetine hydrochloride (paxil) since 2000 and tramadol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, the patient experienced insomnia ("hormonal changes (insomnia)"), depression ("psychological or psychiatric problems :depression"), anxiety ("psychological or psychiatric problems :anxiety"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems :adhd (attention deficit hyperactivity disorder)"), the first episode of migraine ("migraines"), headache ("headaches"), restless legs syndrome ("neurological conditions or problems: restless leg syndrome"), peripheral swelling ("neurological conditions or problems: swelling to the hands and feet"), hypoaesthesia ("neurological conditions or problems: numbness"), arthralgia ("neurological conditions or problems: joint pain"), feeling abnormal ("neurological conditions or problems: brain fog"), fatigue ("fatigue") and weight increased ("weight gain"). In 2010, the patient experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), hypoparathyroidism (seriousness criterion medically significant), back pain ("severe back pain"), the second episode of migraine ("migraine headaches"), abdominal pain lower ("lower abdomen pain") and ovarian cyst ("left ovarian cyst"). The patient was treated with zolpidem tartrate (ambien), surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy), surgery (total hysterectomy and bilateral salpingectomy, right ovarian cyst aspiration), surgery (total hysterectomy and bilateral salpingectomy), and surgery (surgery to remove diseased parathyroid). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, embedded device, back pain, attention deficit/hyperactivity disorder, restless legs syndrome, peripheral swelling, hypoaesthesia, arthralgia, abdominal pain lower and ovarian cyst outcome was unknown and the fallopian tube perforation, device dislocation, hypoparathyroidism, the last episode of migraine, insomnia, depression, anxiety, headache, nausea, feeling abnormal, dysmenorrhoea, fatigue and weight increased had not resolved. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, attention deficit/hyperactivity disorder, back pain, depression, device dislocation, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, feeling abnormal, headache, hypoaesthesia, hypoparathyroidism, insomnia, nausea, ovarian cyst, peripheral swelling, restless legs syndrome, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: she received physical therapy, prescription medication, acupuncture, labs and tests and received a full neurological workup, pain medications for migraines and headaches. Patient underwent a bone densitometry using the hologic discovery c on (B)(6) 2011. Current weight: 133 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. On (B)(6) 2008 via hysterosalpingogram: status post wire sterilization of both tubes, no evidence of contrast spill into the peritoneum. It was all good. On (B)(6) 2016, she had surgical pathological report received in formalin labeled with the patient's name and designated "uterus cervix. Bilateral tubes" is a uterus with attached cervix and separate. Detached bilateral fallopian tubes. The 99 gram uterus and cervix measure 9.5 cm in length and 6.0 x 4.0 cm at the fundus. The uterine serosa is pink-red. Smooth and dull with no adhesions or parametrical tissue. The para cervical stromal margins are marked with black ink. The pink-purple wrinkled ectocervical mucosa surrounds a puckered patulous external os. The endocervical canal is lined by pink-tan. Smooth to faintly rugated mucosa. No endocervical or ectocervical lesions are appreciated grossly. The endometrial cavity has a faint stellate appearance. Possibly representing a prior ablation. Measuring 4.0 x 2.0 cm. The endometrium ranges from pink-tan and flattened to somewhat granular. Sectioning through the pink-tan rubbery myometrium reveals a 5.0 cm intramural nodule at the fundus having a tanwhite whorled. Rubbery cut surface. Within the nodule is a silver-colored metallic coil, adjacent to the cornu. A second silver-colored metallic coil is present at the opposing cornu. Her current weight 133.00 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: embedded device. Most recent follow-up information incorporated above includes: on 9-nov-2018: pfs received. Reporter's information was added. Outcome of events were updated and treatment drug was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain"), fallopian tube perforation ("migration of essure device: location of device: perforated fallopian tubes"), device dislocation ("malposition of essure device"), embedded device ("the nodule is a silver-colored metallic coil, adjacent to the cornu") and hypoparathyroidism ("hypoparathyroidism") in a (B)(6) year-old female patient who had essure (batch no. 626214) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation was on same day of insertion/ ablation". The patient's past medical history included multigravida, parity 3 ((B)(6) 1993, (B)(6) 1996 and (B)(6) 1998.), depression in 2000, multiple fractures, hypercalcemia, anemia, attention deficit/hyperactivity disorder, vision abnormal, fever, carpal tunnel syndrome, skin lesion, dysfunctional uterine bleeding, haematoma, hand pain, edema and rotator cuff tendinitis. Patient denies focal numbness, focal weakness, or urinary incontinence. Previously administered products included for pain: ibuprofen; for an unreported indication: prozac, wellbutrin and cogentin. Concurrent conditions included body mass index normal, menorrhagia, adenomyosis, back pain, myalgia, osteopenia, tennis elbow, photophobia, leukocytosis, muscle weakness, blurred vision, insomnia, alcohol use and smoker. Family history included anxiety, depression, alcoholism, alzheimer's disease, hypertension and alcohol abuse. Concomitant products included oral contraceptive nos for birth control as well as anaesthetics (anesthesia), colecalciferol (vitamin d), diclofenac (voltaren), duloxetine hydrochloride (cymbalta), ibuprofen (advil), ibuprofen (motrin), methylphenidate hydrochloride (ritalin), multivitamins, obetrol (adderall) since 2010, oxycodone, paroxetine, paroxetine hydrochloride (paxil) since 2000 and tramadol. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 1 year 9 months after insertion of essure, the patient experienced insomnia ("hormonal changes (insomnia)"), depression ("psychological or psychiatric problems :depression"), anxiety ("psychological or psychiatric problems :anxiety"), attention deficit/hyperactivity disorder ("psychological or psychiatric problems :adhd (attention deficit hyperactivity disorder)"), the first episode of migraine ("migraines"), headache ("headaches"), restless legs syndrome ("neurological conditions or problems: restless leg syndrome"), peripheral swelling ("neurological conditions or problems: swelling to the hands and feet"), hypoaesthesia ("neurological conditions or problems: numbness"), arthralgia ("neurological conditions or problems: joint pain"), feeling abnormal ("neurological conditions or problems: brain fog"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), hypoparathyroidism (seriousness criterion medically significant), back pain ("severe back pain"), the second episode of migraine ("migraine headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdomen pain") and ovarian cyst ("left ovarian cyst"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy), surgery (total hysterectomy and bilateral salpingectomy), surgery (total hysterectomy and bilateral salpingectomy), surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy) and surgery (surgery to remove diseased parathyroid). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, fallopian tube perforation, device dislocation, embedded device, back pain, the last episode of migraine, insomnia, depression, anxiety, attention deficit/hyperactivity disorder, headache, nausea, restless legs syndrome, peripheral swelling, hypoaesthesia, arthralgia, feeling abnormal, dysmenorrhoea, fatigue, weight increased, abdominal pain lower and ovarian cyst outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, attention deficit/hyperactivity disorder, back pain, depression, device dislocation, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, feeling abnormal, headache, hypoaesthesia, hypoparathyroidism, insomnia, nausea, ovarian cyst, peripheral swelling, restless legs syndrome, weight increased, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: she received physical therapy, prescription medication, acupuncture, labs and tests and received a full neurological workup, pain medications for migraines and headaches. Patient underwent a bone densitometry using the hologic discovery c on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. On (B)(6) 2008 via hysterosalpingogram: status post wire sterilization of both tubes, no evidence of contrast spill into the peritoneum. On (B)(6) 2016, she had surgical pathological report received in formalin labeled with the patient's name and designated "uterus cervix. Bilateral tubes" is a uterus with attached cervix and separate. Detached bilateral fallopian tubes. The 99 gram uterus and cervix measure 9.5 cm in length and 6.0 x 4.0 cm at the fundus. The uterine serosa is pink-red. Smooth and dull with no adhesions or parametrical tissue. The para cervical stromal margins are marked with black ink. The pink-purple wrinkled ectocervical mucosa surrounds a puckered patulous external os. The endocervical canal is lined by pink-tan. Smooth to faintly rugated mucosa. No endocervical or ectocervical lesions are appreciated grossly. The endometrial cavity has a faint stellate appearance. Possibly representing a prior ablation. Measuring 4.0 x 2.0 cm. The endometrium ranges from pink-tan and flattened to somewhat granular. Sectioning through the pink-tan rubbery myometrium reveals a 5.0 cm intramural nodule at the fundus having a tanwhite whorled. Rubbery cut surface. Within the nodule is a silver-colored metallic coil, adjacent to the cornu. A second silver-colored metallic coil is present at the opposing cornu. Her current weight (B)(6) lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: embedded device. Most recent follow-up information incorporated above includes: on 12-feb-2018: reporters added and updated patient demographics. Historical condition, historical drug, family history, concomitant disease, laboratory data, concomitant drugs were added. Updated suspect drug inaction and lot number as 626214. On (B)(6) 2008, she implanted essure (previously reported as 2006). Added events ablation was on same day of insertion , hormonal changes (insomnia), psychological or psychiatric problems (depression, anxiety, adhd), malposition of essure device, migraines / headaches, migration of essure device: location of device: perforated fallopian tubes; salpingectomy (bilateral removal of fallopian tubes), nausea, neurological conditions or problems: restless leg syndrome, swelling to the hands and feet, numbness and joint pain, and brain fog; dysmenorrhea (cramping), pain, perforation (fallopian tube(s)), fatigue, weight gain, other injury (ies) or complications: hypoparathyroidism left ovarian cyst and the nodule is a silver-colored metallic coil, adjacent to the corn. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of abdominal pain ("severe abdominal pain"), fallopian tube perforation ("migration of essure device: location of device: perforated fallopian tubes/ perforation (fallopian tube)"), device dislocation ("malposition of essure device"), pelvic pain ("pain/ pelvic area pain (severe)"), embedded device ("the nodule is a silver-colored metallic coil, adjacent to the cornu") and hypoparathyroidism ("hypoparathyroidism") in a 41 year-old female patient who had essure inserted (lot no. 626214) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: medical device monitoring error ("ablation was on same day of insertion/ ablation" on (B)(6) 2008). The patient had a medical history of depression in 2000 and rotator cuff tendinitis, edema, hand pain, haematoma, dysfunctional uterine bleeding, skin lesion, carpal tunnel syndrome, fever, vision abnormal, attention deficit/hyperactivity disorder, anemia, hypercalcemia, multiple fractures, parity 3 (23-nov-1993, 09-jun-1996 and 04-aug-1998.) And multigravida. Patient denies focal numbness, focal weakness, or urinary incontinence. Previously administered products included: ibuprofen for pain and wellbutrin, cogentin and prozac. The patient had a family history of anxiety, depression, alcoholism, alzheimer's disease, hypertension and alcohol abuse. Concurrent conditions were listed as smoker, alcohol use, insomnia, blurred vision, muscle weakness, leukocytosis, photophobia, tennis elbow, osteopenia, myalgia, back pain, adenomyosis, menorrhagia and body mass index normal. Concomitant products included adderall (amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate) since 2010, duloxetine since 2000, other therapeutic products since 2000, tramadol, oxycodone, other therapeutic products, ibuprofen, cymbalta (duloxetine hydrochloride), vitamin d 2000 (calcium carbonate;colecalciferol), diclofenac, multivitamins [vitamins nos], paroxetine, ritalin [methylphenidate hydrochloride], anesthetics and oral contraceptive nos for contraception. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2010, 644 days after essure insertion, she experienced insomnia ("hormonal changes (insomnia)"), depression ("psychological or psychiatric problems :depression"), anxiety ("psychological or psychiatric problems :anxiety"), attention deficit hyperactivity disorder ("psychological or psychiatric problems :adhd (attention deficit hyperactivity disorder)"), migraine ("migraines"), headache ("headaches"), restless legs syndrome ("neurological conditions or problems: restless leg syndrome"), peripheral swelling ("neurological conditions or problems: swelling to the hands and feet"), hypoaesthesia ("neurological conditions or problems: numbness"), arthralgia ("neurological conditions or problems: joint pain"), brain fog ("neurological conditions or problems: brain fog") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2010 she experienced nausea ("nausea") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016 she experienced device dislocation (seriousness criteria medically important and intervention required). On (B)(6) 2016 she experienced fallopian tube perforation (seriousness criteria medically important and intervention required). Essure was removed on (B)(6) 2016. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), pelvic pain (seriousness criteria medically important and intervention required), embedded device (seriousness criteria medically important and intervention required), hypoparathyroidism (seriousness criterion medically important), back pain ("severe back pain"), migraine headache ("migraine headaches"), abdominal pain lower ("lower abdomen pain") and ovarian cyst ("left ovarian cyst"). The patient was treated with ambien (zolpidem tartrate) as well as surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy, right ovarian cyst aspiration, and surgery to remove diseased parathyroid). At the time of the report, the fallopian tube perforation, device dislocation, hypoparathyroidism, migraine headache, insomnia, depression, anxiety, headache, nausea, brain fog, dysmenorrhoea, fatigue and weight increased had not resolved. The outcomes for abdominal pain, embedded device, back pain, attention deficit hyperactivity disorder, migraine, restless legs syndrome, peripheral swelling, hypoaesthesia, arthralgia, abdominal pain lower and ovarian cyst were unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, attention deficit hyperactivity disorder, back pain, brain fog, depression, device dislocation, dysmenorrhoea, embedded device, fallopian tube perforation, fatigue, headache, hypoaesthesia, hypoparathyroidism, insomnia, migraine, migraine headache, nausea, ovarian cyst, pelvic pain, peripheral swelling, restless legs syndrome and weight increased to be related to essure administration. The reporter commented: she received physical therapy, prescription medication, acupuncture, labs and tests and received a full neurological workup, pain medications for migraines and headaches. Patient underwent a bone densitometry using the hologic discovery c on (B)(6) 2011. Current weight: 133 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 23.041 kg/sqm. *on (B)(6) 2008 via hysterosalpingogram: status post wire sterilization of both tubes, no evidence of contrast spill into the peritoneum. It was all good. On (B)(6) 2016, she had surgical pathological report received in formalin labeled with the patient's name and designated "uterus cervix. Bilateral tubes" is a uterus with attached cervix and separate. Detached bilateral fallopian tubes. The 99 gram uterus and cervix measure 9.5 cm in length and 6.0 x 4.0 cm at the fundus. The uterine serosa is pink-red. Smooth and dull with no adhesions or parametrical tissue. The para cervical stromal margins are marked with black ink. The pink-purple wrinkled ectocervical mucosa surrounds a puckered patulous external os. The endocervical canal is lined by pink-tan. Smooth to faintly rugated mucosa. No endocervical or ectocervical lesions are appreciated grossly. The endometrial cavity has a faint stellate appearance. Possibly representing a prior ablation. Measuring 4.0 x 2.0 cm. The endometrium ranges from pink-tan and flattened to somewhat granular. Sectioning through the pink-tan rubbery myometrium reveals a 5.0 cm intramural nodule at the fundus having a tanwhite whorled. Rubbery cut surface. Within the nodule is a silver-colored metallic coil, adjacent to the cornu. A second silver-colored metallic coil is present at the opposing cornu. Her current weight 133.00 lbs. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: embedded device. Lot number: 626214 manufacture date: 2007-11 expiration date: 2009-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-aug-2023: quality safety evaluation of ptc. Symptoms pelvic pain is updated as diagnosis. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain") and migraine ("migraine headaches"). The patient was treated with surgery (underwent a total laparoscopic hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the abdominal pain, back pain and migraine outcome was unknown. The reporter considered abdominal pain, back pain and migraine to be related to essure (ess205). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.